Manufacturer narrative:
The insulin pump alarmed motor error during rewind and e70 was confirmed in the alarm history due to motor encoder signal out of phase. Unable to perform all functional testing including displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to motor error alarm during rewind. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm. The customer's blood glucose reading was 200 mg/dl. The customer also reported that the device alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.